Event description:
Customer reported that she had blood glucose of 78 mg/dl. Customer stated that her insulin pump was not working correctly, the keypad gets stuck and it does not work. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.